Manufacturer narrative:
A1: updated. D1 and d3: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Visual inspection revealed no damage or anomalies. Functional testing was conducted, and the cassette did not meet the delivery accuracy rate specified under nominal conditions. The reported complaint of under-infusion is confirmed. The probable cause remains undetermined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer stated in the complaint form a refection pca morphine in the night of the incident (low residual volume). Per reporter, when the old cassette was removed, it did not seem to have emptied properly and was not in line with the residual volume figure with the residual volume figure indicated on the pump (the bag inside seemed to be filled again, like new). However, per reporter there was no air in the tubing. Reporter stated the bolus bulb is working and kt was working well. When connecting the new cassette, purge was ok with product flow, pump was running and working. There is no harm on the patient reported in the complaint form.